Manufacturer narrative:
Customer repaired the device.

Event description:
It was reported that the during cooling therapy, the blanket/pad contact surface temperature is not cold enough. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.